Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system running open loop programs reported to no longer be receiving adequate stimulation. The patient had been programmed in open loop previously due to disconnected electrodes. Troubleshooting was performed but unsuccessful. An x-ray was performed, which revealed the leads had migrated. A revision procedure was performed, and the system was replaced.